Event description:
Customer reports that drill did not stop during use as expected. The perforator penetrated an area of soft tissue but the dura was not affected. The drill was replaced with another one that performed properly and the surgery was delayed by 15 to 20 minutes.